Event description:
Complainant alleges receiving second and third degree burns to her back while using a heating pad in bed.

Manufacturer narrative:
On january 8, 2007, this product was examined by visual inspection and product testing. It was determined that the product had been bunched/crushed which is abuse and a violation of the instructions provided. The vinyl had stuck together and was pulled apart causing a 1/2 inch hole in the pad. Product no longer functions. This incident was the direct result of misuse/abuse of the product.